Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with no a broken bottom case. Event log history was performed and indicated that check clutch/plunger lever was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear. Service replaced lead screw and both clutch halves.

Event description:
It was reported that a check clutch plunger error was experienced.